Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report..

Event description:
Related manufacturer reference number 3006705815-2020-01259. It was reported that patient experienced uncomfortable stimulation. Patient reported multiples falls after implant and the left lead migrated laterally. Attempts to reprogram with high amplitudes were unsuccessful. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.